Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (suspend) issue. The reporter alleged that when attempting to make the pump resume insulin delivery, the pump remained suspended. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 02/04/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 01/21/2015 with the following findings: a review of the pump¿s black box history showed no activity related to the complaint. There was no data from the time of the reported issue due to continued use of the pump. The pump was exercised for 24 hours with no suspending or any alarms occurring. The pump was suspended and emitted the appropriate audio and visual suspend alert. The complaint that the pump would not resume insulin delivery after being suspended was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.